Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. There was no patient involvement, injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The reported source was previously submitted as company representative and healthcare professional. The correct reported source was company representative and user facility. The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The reported device powers off was not verified. Should additional relevant information become available, a supplemental report will be submitted.